Event description:
The transition between the inner and outer sheath is not smooth, and it cut the pt's penis.

Manufacturer narrative:
A f/u report will be submitted upon completion of the complaint investigation.